Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steadily rose from 1292 to 2983 ohms between (B)(6) 2014 and (B)(6) 2016. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold generally rises from approximately 1.5 to 2.5 volts between (B)(6) 2014 and (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, and rising impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.